Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported constant air in line alarms were unable to be reproduced, but were confirmed through review of the event history log. Further investigation found the fluid number readings from the ultrasonic sensor were below specification, which is a known contributor to the reported symptom. The upstream was replaced.

Event description:
It was reported a spectrum pump had constant air inline alarms in the ER. This reportedly occurred during set up for therapy, adn again during testing. It was also reported there was no patient injury.